Event description:
It was reported that the site used 3rd party tip covers on isi instruments of an unknown type. The customer stated that the tip covers melted onto the instruments and wanted to see if there was a way to save them. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The isi device has not been returned to confirm/identify any reportable failure mode(s). If additional information becomes available through failure analysis of the isi device, the complaint will be re-evaluated. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. At this time, it remains unknown what instrument was in use when the third party tip melted onto it, and whether there was arcing observed as a result of this usage. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and product information. It was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.